Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient claimed that there was no power disconnect connect alarm after a loss of power on (B)(4). The vad tech exchanged the patient's controller with the backup controller.  Upon testing, the controller, it did not alarm during a total power disconnect, but other alarms function normally. The patient was supplied with a new spare controller from the stock. There was no consequence to the patient.

Manufacturer narrative:
Corrections: date MFR received for initial report is 2016-12-26. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient claimed that there was no power disconnect connect alarm after a loss of power. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a controller power up and motor start event on (B)(6) 2016 at 08:55:59 and 08:56:05 respectively. The data point prior to the loss of power revealed that (B)(4) was connected to power port 1 and a controller ac adapter was connected to power port 2. The data point after revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 97% rsoc. The most likely root cause of the loss of power can be attributed to an accidental disconnection of both power sources. The reported event was confirmed via functional testing. Analysis of the device revealed that the device passed visual examination but failed functional testing; the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. As a result, the most likely root cause of the reported event can be attributed to a faulty internal nimh battery. Heartware has opened an investigation to evaluate "no power" audible alarm failures. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.